Event description:
It was reported during a low anterior resection, the staples fired but did not close tight. The staples ejected when white handle only was closed. The staples were released but not bent. There is no info on how the case was completed. There was no consequence to the pt.